Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, before being implanted on (B)(6) 2020, the subject pacemaker was programmed in automatic detection of implantation to set the lead pacing polarities to unipolar. Normal impedance values were measured for both leads after the procedure (around 380 ohms). However, no sensing and flat egm were observed. The atrial and ventricular sensing polarities were unexpectedly found programmed in bipolar, though both leads were unipolar. The atrial and ventricular thresholds were similar to those measured with the previous pacemaker. The ventricular threshold was measured at 2.25 v, but the physician had decided not to replace the ventricular lead as the percentage of ventricular pacing was low. After reducing the atrial and ventricular sensitivities and re-programming both leads sensing polarities to unipolar, normal behavior of the pacemaker was observed.

Event description:
Reportedly, before being implanted on (B)(6)2020 , the subject pacemaker was programmed in automatic detection of implantation to set the lead pacing polarities to unipolar. Normal impedance values were measured for both leads after the procedure (around 380 ohms). However, no sensing and flat egm were observed. The atrial and ventricular sensing polarities were unexpectedly found programmed in bipolar, though both leads were unipolar. The atrial and ventricular thresholds were similar to those measured with the previous pacemaker. The ventricular threshold was measured at 2.25 v, but the physician had decided not to replace the ventricular lead as the percentage of ventricular pacing was low. After reducing the atrial and ventricular sensitivities and re-programming both leads sensing polarities to unipolar, normal behavior of the pacemaker was observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, before being implanted on (B)(6) 2020, the subject pacemaker was programmed in automatic detection of implantation to set the lead pacing polarities to unipolar. Normal impedance values were measured for both leads after the procedure (around 380 ohms). However, no sensing and flat egm were observed. The atrial and ventricular sensing polarities were unexpectedly found programmed in bipolar, though both leads were unipolar. The atrial and ventricular thresholds were similar to those measured with the previous pacemaker. The ventricular threshold was measured at 2.25 v, but the physician had decided not to replace the ventricular lead as the percentage of ventricular pacing was low. After reducing the atrial and ventricular sensitivities and re-programming both leads sensing polarities to unipolar, normal behavior of the pacemaker was observed.

Manufacturer narrative:
The reported event most probably resulted from blood infiltration in the lead connector ports during the implantation procedure.